Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) pump due to inflation issues. The pump was removed and replaced. No patient complications were reported.